Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown tissue expanders. Sales representative reported defective expander. As a result, the expander was explanted from the unknown side on (B)(6) 2021. It is not clear why the expander was removed due to a defective device or during the second stage of reconstruction and until it does not become clear, the event is being interpreted as serious injury. Supplemental report will be submitted upon receipt of any clarifying information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective expander. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, expander evaluation was completed. Expander evaluation summary: mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the ce med height te 450cc tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the juncture on the anterior patch microscopic examination was performed on the edges of the tear, and the cause could not be identified although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 18, 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "ce med height te 450cc". Field d4 for catalog number has been updated to "3548223". Field d4 for lot number has been updated to "9573952". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The following updates have been made on this form as per additional information received with the device. - patient's age has been updated to 34 under field a2. - date of event under field b3 updated to (B)(6) 2021. - serial number has been populated to populated (B)(6) under field d4. - date of implant has been updated under field d6a to (B)(6) 2021. - patient experienced "loss of volume" on the left side. Hence, device problem under field h6 has been updated to "material rupture." - left side replacement device used on (B)(6) 2021 was catalog number 3548223; serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).